Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. No product or data was provided for investigation. The complaint confirmation of the reported loss of connection could not be determined. The root cause was determined. No injury or medical intervention was reported.